Event description:
Patient presented to physician due to intermittent claudication of the left leg. Patient was taken to cath lab (not at this facility) for an atherectomy of the left popliteal artery and under fluoroscopic was found there was a foreign body consistent with a starclose device that was fluctuating with each cardiac cycle. Further evaluation disclosed that the foreign body was the starclose device that was intraluminal and attached to the wall of a vessel. Arrangements were made and the patient was brought into our faculty for removal to prevent the possibility of embolization to the left superficial femoral artery.